Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) is confirmed; per the complaint information, the cause of the se 2240 is due to air being sucked into the disposable because was a loose connection between the supply bag and the line, which is a use error that can cause system error 2240 alarms. The cg stated that at setup, a supply bag was not connected properly and became disconnected. The label review found the patient at home guide to be adequate for the use error in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.

Event description:
The customer contacted baxter's service center regarding a system error (se) 2240; which occurred on the homechoice (hc) during use, during dwell 3 of 4. The technical service representative (tsr) explained the alarm, and assisted with troubleshooting. The cg stated that at setup, a supply bag was not connected properly and became disconnected during therapy. The tsr explained this is what caused the alarm. The tsr explained that the supplies were compromised. The home patient (hp) wanted to end therapy. The tsr advised them to contact their nurse within the next 24hours to let them know what had happened and also for the missed therapy. Baxter product surveillance was contacted by the peritoneal dialysis registered nurse (pd rn) on (B)(6) 2012 regarding reported problem. The pd rn stated that they did not know about the reported problem and they will do a follow up with the patient to see how they are doing. Baxter product surveillance was contacted by the peritoneal dialysis registered nurse (rn) on (B)(6) 2012 regarding reported problem. The pd rn stated that they followed up with the patient when they came in for their clinic visit. The pd rn stated upon follow-up, the patient is doing fine and has not had any negative side effects due to the alarm. The pd rn stated the patient has been continuing therapy as normal, and they are doing fine. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.